Event description:
Dr (B) (6) used a biopsy gun on two passes without incident. On the third pass, he obtained a sample, went to re-cock the gun to dispel the sample into the specimen container, and as soon as the lever was pushed all the way down the gun fires without pressing the firing mechanisms. The gun was demo'd in front of the sales representative and it spontaneously fires as soon as it is cocked. The gun fired through a sample cup 33mm.

Manufacturer narrative:
The returned device was inspected by our facility. We were able to duplicate the complaint. The gun would fire as it was being cocked. The device would be cocked approximately 80-90% before spontaneous firing. Our medical affairs determined a recurrence of this event may lead to pt or user injury, though there was no pt or user injury in this case. We noted that the tip was also damaged when received. Based on tolerance stack from the measured components, there should have been sufficient interference to properly cock the device. Based on the results of our investigation we were not able to determine a root cause for the failure. However, one hypothesis is if the tip was damaged while firing into a hard mass, it could increase the internal resistance to cocking, which would cause the internal components to deform more than intended. This could possibly lead to improper cocking.